Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt's pump had flipped and could not be refilled. The pump contained lioresal 500 mcg/ml concentration. The pt's dose was reduced from 125 mcg/day to 100 mcg/day to prevent alarms before revision. The pt has her pump revision procedure (B)(6) later on (B)(6) 2011. The pump was indeed flipped. The pump was revised and filled with lioresal 500 mcg/ml concentration and dose increased to 125 mcg/day. No adverse drug reactions were noted and no withdrawal was noted. No further info regarding the pt's condition was available.